Manufacturer narrative:
Investigation details: it was observed that the black plastic ball end connector with bullet nose cap attached was broken and detached from blue tubing end. The complaint is confirmed.

Event description:
The hospital reported that during the use of a flex guide, it was observed that the end connector broke off inside the patient. The end connector was easily visible and was retrieved without incident or injury to the patient. Case was completed with a replacement flex guide. No patient complications were reported.